Event description:
The control module power switch shuts off intermittently. It was also stated that the driver appears to be misaligned. The case was aborted. The breast was pierced and after post biopsy images, the physician noticed they missed the target. The patient was released in the normal fashion.